Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 1.4, lab: 2.0. Time between tests: 2 minutes.

Manufacturer narrative:
Per description, time of testing performed inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Timing disparities greater than 3 hours have an increased likelihood of factors other than the instrument influencing the results. Also, no info provided on technique or storage methods. Inratio result = 2.0. Reference result: 1.4. Mean = 1.7. Confidence limits = 1.2 - 2.3. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing performed on reported lot 303232 on (B)(4) 2013 yielded the following results: donor (B)(4), inratio: 3.7, 3.3, 3.3, reference: 2.97, bias threshold: 1.97 - 3.97, %cv: 6.73; donor (B)(4), 2.5, 2.4, 2.4, 2.47, 1.47 - 3.47, 2.37. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. As reviewed on 08/12/2013, (B)(4)discrepant result complaints were reported for lot number 303232 yielding a complaint rate of (B)(4). Due to this low occurence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.